Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 251 mg/dl. Troubleshooting for blank display was performed. Customer advised the issue remained unresolved and the battery cap was damaged. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the stop current test, run current test, self test, off no power test and displacement test. No unexpected off no power alarm, low battery alarm or blank display noted during testing. Device was received with broken battery tube threads and cracked reservoir tube lip. No physical damage to battery cap noted. (B)(4)..